Event description:
Additional information received reported that the staff reported discomfort and difficulty when adjusting the screw. The plastic evd adjustment screw was causing abrasions and blisters to the staff. Although injuries have been minor, staff report ongoing discomfort when caring for patients with drains. On inspection, even when the screw was only lightly finger-tightened, it still left noticeable marks. The staff have begun wrapping the screw with tape or a glove to make adjustments easier.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that several of the hospital's staff have reported concerns relating to the plastic screw on the rear side of the system which attached the system to the IV pole. The staff stated the screw had caused "pain, abrasions, and even broke in the skin of staff members during routine external ventricular drainage (evd) care and adjustments." No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.